Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was difficult to open and close, and required replacement to restore proper functionality. The field service engineer (fse) replaced the half-height drawer and tested the unit using the hardware testing application, after which the drawer functioned as expected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 was difficult to open and close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.